Event description:
Healthcare professional (hcp) reported the home pt (hp) was hospitalized with peritonitis after using the homechoice cycler for apd therapy. The hcp relates the hp was hospitalized in 2001 and was not related unitl 15 days. Hcp relates that while hospitalized, a culture of effluent was taken which revealed pseudomonas and the hp was treated with gentamicin and tobramycin antibiotic therapy as a result. Hcp relates the hp's condition has improved and hp continues to use the homechoice cycler with no issues. According to the hcp, hcp does not attribute peritonitis to the homechoice cycler or baxter products, however, hcp does not know what to attribute it to. Hcp states that suspects peritonitis may have been caused by improper user technique and as a result, hcp has retrained the hp and family on proper setup and operation of the homechoice system.